Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display device is missing the threshold. No product or data was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Event description:
It was reported that the display device is missing the threshold. The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver functional test was performed and passed. A review of the share log was performed and the allegation was not confirmed. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem - additional. H7: if remedial action initiated, check type - recall. H9: if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - additional".

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot was performed and passed. A functional test was performed and passed. The receiver log was downloaded and reviewed. The allegation was confirmed for audio issue due to delayed alerts. The probable cause was receiver dispatch error.